Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdss0080 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asdss0080) have been reported from the same facility.

Event description:
It was reported the safestep needle was found leaking at the blue side port attached to the tubing. It was stated this occurred with three devices. This report addresses the second device.